Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose also insulin pump had crack and went off. The customer¿s blood glucose level was 24 mg/dl. The customer was treated with food. Customer was tried to insert new batteries but batteries was sinking. Customer was experienced low blood glucose for 3 to 4 hours. Troubleshooting was done for low blood glucose and over delivery. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer does not want to troubleshooting. Customer was treated by eating candy. The insulin pump will not be returned for analysis.